Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550521, expiration date 05/31/09). Reference medwatch report is for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 120 mg/dl on advantage system 1 compared back to back with a result of 350 mg/dl on advantage system 2 when testing was performed with 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.